Manufacturer narrative:
Evidence suggests that the initial unexpected negative reaction could have been caused by the affected strip not being sealed in the pouch correctly, or by freshly loaded cold reagents that were not yet up to room temperature (particularly capture liss which was used at the start of the assay). (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative antibody screen on the echo lumena instrument.